Manufacturer narrative:
(B) (4)

Event description:
It was reported the pt experienced a shocking sensation when the stimulation was turned on. The symptoms occurred at the extension location following a position change. The pt was seen at the clinic. Movement caused changes in stimulation. Impedance measurements were normal. Troubleshooting was being considered. Additional info received indicated troubleshooting did not reveal a specific device malfunction. A revision was planned.